Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell and as a result a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer¿s blood glucose level was 83 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.